Manufacturer narrative:
The t:slim pump user guide states that the cartridge requires a minimum fill of 50 units after tubing has been filled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded an empty cartridge onto the pump resulting in the pump touchscreen becoming unresponsive and frozen on the ¿preparing for cartridge¿ screen. During troubleshooting with tandem technical support, the customer was able to clear the screen and load a new cartridge. Customer successfully resumed insulin delivery using the pump. Blood glucose level was 282 mg/dl.